Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device noted the anvil key and housing had disengaged from the device. The plastic anvil key housing was also broken. Microscopic inspection revealed stress marks on the anvil key. No single use loading unit sulu was received. Functional testing was precluded due to the observed damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Replication of the disengaged anvil key may occur when the unit is not properly separated allowing the notch on the firing knob side to catch the anvil key. If force is applied it the anvil key becomes loose and potentially results in disengagement of the part. This is indicated by the stress marks observed on the anvil key. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open subtotal gastrectomy with gastroduodenostomy procedure. The stapling device was being used for the transection of the body of the stomach. The targeted stomach tissue was clamped with the tissue parallel with the anvil fork and cartridge and it was clamped normally. Tried to fire by pushing forward the black knob. However, it did not work at all. Opened the cartridge, pushing black retracting button. There was no patient harm.